Manufacturer narrative:
The insulin pump had no button response due to flattened button dome switch on down arrow button. No blank display noted during testing. The insulin pump had cracked case window display corner and reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer reported that there was a crack on the insulin pump screen. The customer's blood glucose was 421 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.